Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding they suffer from adverse event from the attorney of the family. They reported that they suffer from hyperglycemia. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.